Manufacturer narrative:
11/13/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during an unspecified procedure on the rectum. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosptial has reported no patient injury occurred.